Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs leak. Customer indicated that this was a past event. Customer's blood glucose was unknown at the time of incident. Customer was unsure where the leaks were and indicated that she did not want to try to remove the transfer guard. Customer was unable to continue troubleshooting. The customer was also advised to monitor the issues and call back if issues persist.